Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic keto acidosis on (B)(6) 2022. The customer¿s blood glucose level was over 400 mg/dl at time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did provided any information about the symptoms such as confusion feeling sick. Hp test was performed. It was passed. Auto mode was active at that time of incident. Cannula was bent. The customer will continue to use the device. Frn-mmt-332-rsvr, unomed inf set.